Event description:
The customer reported that at 9:53 pm on (B)(6) 2012, her blood glucose measured 202 mg/dl. She corrected with a 1.55 unit insulin bolus. At 11:15, her bg was 298 mg/dl and she took an additional 3.1 unit bolus. In the morning, her bg was still high (no exact result reported) and the cannula had come out, so she removed the device.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or manufacturing defect could have contributed to the reported hyperglycemia. The customer reported that the cannula had dislodged from the infusion site. This condition would interrupt insulin delivery and contribute to high blood glucose. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user's guide warns "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin delivery."